Manufacturer narrative:
G2: the country of the event is no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom pack, it was reported that there was kink on arterial tubing in table tray. It was also mentioned that there was leakage of pre-bypass filter (pbf). The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Conclusion: the complaint can be confirmed for both issues kinking and leaking from the pre-bypass filter (pbf). A device history check was performed on 04 september 2023 and no anomalies were detected related to the production process. Analysis of the returned tubing showed that the arterial line was kinked, therefore the product does not meet specification. There is a potential the kinking was caused by coiling the arterial line slightly too tight inside the table tray. During packaging the kink might not have been there, and it only might have occurred during/after sterilization and transport. The way of packaging and the packaging sequence have been reviewed and minimal changes have been made, to reduce the risk of kinking significantly. Analysis of the returned product confirmed that the pbf was leaking. A tear/hole was observed in one of the bag seals. Analysis confirmed that while the device was rinsed out during product analysis there was a leak observed from the seam of the filter, not from the connection between the tubing and filter. This is a component related complaint not related to the assembly made in kerkrade. As the pbf products are supplied by an inte rnal supplier medtronic tijuana, who purchased these components from their external supplier, supplier quality for medtronic tijuana has escalated the issue for evaluation. Medtronic will continue to monitor for future trends and occurrences. Correction h3.2 (dev ret to MFR?): this field has been updated as the device was returned to the manufacturer. The returned date and analysis were included in the previous report (6000033-2023-00026) but this field was not updated at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a kink in a tubing that is inside the clam-shell. The device was connected to a di water supply and when it was engaged there was a leak from the seam of the bypass filter. Reason for return was confirmed. Medtronic received additional information that the kink was found in the sterile packaging. The kink was in the page 2 at the top of pre-bypass filter (pbf) in the custom tubing pack specification. There was no visible air in the system/tubing. The device was not used. The same kink appeared in multiple packs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.